Manufacturer narrative:
Based on the supplier investigation, the device history record could not be reviewed as a lot number was not provided. At the time of this investigation no sample has been returned. From the investigation, there was no abnormal situation which has happened during production. The root cause could not be determined. The complaint information was provided to the relevant sectors for their awareness. According to our supplier, or towels are made of cotton, so lint is born and inevitable. The supplier is continuously working with cardinal health to better control the linting and have implemented several measures to improve it: 1) suctions machines have been installed in grey cloth rolling process, dyeing process and cutting process. 2) the suction process was added before product's final folding, and workers do it according to standard operation procedure requirement. 3) linting test method and acceptable criteria was stipulated to see the suction results. (=0.38g/10 pieces). 4) in the folding process, the supplier used one cloth pad under 100 pieces semi-finished products to avoid linting stuck onto the products during product's transfer.

Event description:
Per customer report, the or towels are allegedly linting. Reportedly,the fibers are being seen on instruments. Per information obtained from the customer, there were no injuries to any patient. The lint was wiped off with a telfa.